Event description:
The information provided to sjm indicated an 8f angio-seal vip was selected for use. A 7f introducer had been used during the procedure. While locating the artery, no blood return was observed from the sheath locator assembly. Following deployment, the collagen remained outside the skin. It was soaked with saline in an attempt to retract it into the puncture site. Manual compression was used upon realizing the angio-seal had been deployed subcutaneously. A computed tomography (CT) scan was ordered for the patient revealing a right groin hematoma. Additional manual compression was used and the patient was kept overnight as a precautionary measure. No other complications were reported and the patient was later discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.